Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that bolus stopped and customer received a keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was 12 mmol/l. It was reported that customer switched to sibling's insulin pump. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. No button response due to corroded keypad traces. The insulin pump was unable to confirm unexpected bolus stopped alarms due to keypad anomaly.